Manufacturer narrative:
Other text: h3: one cadd solis vip pump was received with a scratched lcd lens screen. There was no evidence of the reported issue in the event history log. Accuracy functional tests were performed and the reported issue was unable to be duplicated. Three separate delivery accuracy tests were performed and the pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy. No patient was involved in this event. No adverse effects were reported.